Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported suction lost during laser ablation in the right eye of the patient during lasik surgery.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No failure analysis is required even if the reported product is returned, as the root cause has been identified during logfile review. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check and the energy check were performed successfully without issues. The initial ablation check was out of specifications and not accepted by the user. The user repeated the ablation check. The second ablation check was within specification and finished successfully. The energy was stable during the whole day. The logfile shows twelve successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows vacuum one time was around one minute and six seconds, the vacuum two time was around forty-three seconds. And the duration of the docking process was around one minute and twenty-six seconds. The surgeon missed vacuum one once and vacuum two once. Suction ring and patient interface were docked twice on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The treatment of the patient's right eye was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during bed cut. The reported issue is not caused by the system or the used patient interface. The info message vacuum pumps stopped by foot pedal, treatment is aborted indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. The user restarted the treatment on the same day with a new patient interface and finished the treatment without any problems. No technical root cause could be identified. The system was working within specification. The root cause is user handling. No technical root cause could be identified as the product was found to be within specifications. The root cause is user handling. The treatment was stopped by pressing the foot pedal and could be finished successfully using another patient interface. The manufacturer internal reference number is: (B)(4).